Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that this ra lead was fractured and was removed using laser extraction.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported.